Manufacturer narrative:
This record is a consolidation of records summarized as part of FDA¿s voluntary malfunction summary reporting program. 2 devices were returned to resmed/ resmed authorized service centers and an evaluation confirmed the reported complaint. Of the 2 reported complaints with device return: 1 was resolved with an lcd module calibration; 1 was resolved with an lcd module replacement. All devices were serviced and fully tested before it was returned to the customer. 2 devices were not returned, a resmed service representative assisted the customer with instructions to perform a hard reset of the device which resolved the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
This report summarizes 4 malfunction events where it was reported to resmed that astral 150 devices had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of these incidents.